Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver failed to boot and charge due to perpetual rebooting. He receiver download failed due to perpetual rebooting. Functional testing failed due to perpetual rebooting. Perform paring\calibration and performance test: failed - perpetual rebooting. Opened receiver case, detached ui pcba and downloaded: passed. Performed a review of receiver download and confirmed a loss of connection within the investigation window because there are several gaps (loss of connections) that are greater than 1 hour. The reported event of loss of connection was confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, a loss of connection between the transmitter and receiver occurred. No additional patient or event information is available. Data was received for evaluation but does not reflect the product at fault. The reported loss of connection could not be confirmed. A root cause could not be determined.